Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller performed extensive troubleshooting and all measurements were within range and the noise could not be reproduced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 200 ohms. Additionally, noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this right ventricular (rv) lead was removed from service due to continued out of range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported.